Event description:
Pt received their baseline procedure in 2005, for radicular pain resulting from a herniated intervertebral disc. Following this procedure, the pt continued to have symptoms that necessitated an office visit. A diagnostic procedure (MRI), was performed in late february, and it was noted that the soft tissue of the intervertebral disc was distended. An exploratory procedure was performed in 2006, at which time add'l disc material was removed and further decompression of the space performed. Upon completion of the decompression, the surgeon continued to explore the surgical site at which time it was noted that the mesh was outside the disc space. The mesh was readily removed without incident.

Manufacturer narrative:
The actual device was returned to the company for evaluation. Inspection of the explanted device demonstrated that it deployed into a shape consistent with what would be expected for the anatomical space to which it was applied. In addition, the sutures running through the mesh suggest that at one point, it was affixed to tissue. Therefore, it seems that the compromised tissue to which it was attached limited the ability of the mesh to provide an effective tissue support as intended. Although tissue integrity can be difficult to assess, physicians recognize that extrusion is a potential outcome if the tissue is not capable of supporting the suture and/or mesh. The mesh's product insert which accompanies each device states the possible adverse reaction may include; "contamination, infection, inflammation, adhesion, allergic reaction, fistula formation, extrusion, seroma formation, hematoma, and recurrence."